Event description:
The event is reported as: complaint submitted via maude report: c/o markings on the device are not easy to read and is hard to distinguish. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.